Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot found no nonconformities related to leaking, based on an expanded investigation the event was possibly related to manufacturing of the hub assembly process. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions will be addressed per operating protocol. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with mild tortuosity and mild calcification. A 6x40mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced toward the target lesion. The armada was inflated to 10 atmospheres when a leak was noted between the hub and the catheter shaft. The armada was removed and an unspecified device was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.